Event description:
Procedure: plastic surgery. As recorded in the literature reviewed, the following ftrs are linked by alleged complication: (us201503-1246,-1350 through -1359, and -1412 through -1417) additional cases related to the same literature with different complications can be found using a search for the alternate tracking number doi 10.1093/asj/sju012. According to the author: a retrospective review of outcomes in various plastic surgery procedures was done to determine whether the complication rates differed after wound approximation when various brands of barbed vs non-barbed traditional sutures were used. In the v-loc subset, 17 (7.5%) of the 228 patients had infection at the wound site. Patients requiring antibiotics or explicitly demonstrating signs of infection (i.e. Purulence along incision site, cellulitis, or marked tenderness) as described in the medical record were recorded as infection rather than erythema. Cortez, r. Et al. Barbed sutures and wound complications in plastic surgery: an analysis of outcomes. Aesthetic surgery journal. 2015. Vol. 35(2)178-188. Doi: 10.1093/asj/sju012. This report is for one of seventeen incidents. Additional information has been requested but has not been received.

Manufacturer narrative:
(B)(4). Cortez, r. Et al. Barbed sutures and wound complications in plastic surgery: an analysis of outcomes. Aesthetic surgery journal. 2015. Vol. 35(2)178-188. Doi: 10.1093/asj/sju012.